Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that the cadd legacy plus, mdl 6500, was alarming no disposable and would not run. It was also reported that air was in the line. Per reporter residual volume was: 100, rate 4.1, and 7. Was given. No adverse patient effects were reported. Per reporter, no additional information available at this time.